Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 253 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and stained end cap sticker.